Manufacturer narrative:
(B)(4). The device was recieved and evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the balloon. The unit contained colistimethate and tobramycin. This was discovered before use. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 20, 2014-august 25, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles ranging in size from 1.02 ¿ 1.53 mm were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.